Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2023-00504. 1. Section h. Box 6. Device code 1 evaluation of the returned red72 confirmed the reported leak near the proximal end. Evaluation revealed a fracture near the hub underneath the strain relief. If the proximal end of the red72 is manipulated during the advancement, damage such as a fracture may occur. This fracture contributed to the reported leak near the proximal end. Further evaluation of the device revealed ovalizations along the length. This damage was incidental to the complaint, and likely occurred during packaging of the device for return. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the right internal carotid artery (ica) using a penumbra system red 72 reperfusion catheter (red72) and a non-penumbra sheath. It was noted that the patient''s anatomy was tortuous. During the procedure, the physician advanced the red72 through the sheath and then flushed the red72 with saline. The physician then noticed that the red72 was leaking saline near the proximal end. However, the procedure was completed using the same red72 and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.